Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the water was leaking from the cassette when primed. The procedure was completed after the cassette was replaced with new one. There was no harm to patient.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and in returned condition, the cassette was saturated with surgical fluid that caused the cassette to be cloudy and the filters to be wet. The saturated condition of the cassette prevented priming and functional testing of the cassette on the console, therefore the a pressurized cassette leakage test was performed to locate any potential leakage from the cassette. The pressure leak test was conducted on the cassette utilizing an external pressure source and no cassette leakage was detected. We attempted to dry the cassette for a few weeks but with no improvement to the cassette. While we were able to confirm no leakage within the cassette, we were unable to perform a full evaluation and verify on the console itself to determine if there was any other source from the fluidics management system (i.e. Other components connected to cassette) that may have leaked. The sample was in poor condition when received and the infusion chamber discolored. As a result, the root cause of the customer's complaint could not be conclusively determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).